Event description:
It was reported that after a right atrial flutter procedure, 15 minutes of the rf delivery the patient complained of a left flank pain while at the recovery room. A skin burn underneath where the grounding pad was placed was noted. It was stated that the customer believed it was due to the grounding pad contact issue. Ointment was applied to the patient on the skin burn site. The degree of skin burn is unknown at this time. The patient was referred to the wound clinic for further treatment. The patient underwent treatment and expected to make full recovery. The patient's prognosis was excellent. Full recovery was anticipated. Causality of the adverse event was stated to be procedure related. The patient return electrode was placed on the left flank. The brand and type of the patient return electrode used during the procedure was unknown. It is unclear if the brand and type of the patient return electrode was according to bwi's recommendation brand/ type.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Regarding the biosense webster systems, the lab manager was contacted by bwi representative. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. Concomitant bwi products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4). Navistar ds catheter (device was discarded by the customer/ not returned for investigation): model #.: d-1201-19-s, lot #: unknown. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that after a right atrial flutter procedure, a skin burn underneath where the grounding pad was placed was noted. The customer believed it was due to the grounding pad contact issue. Ointment was applied to the patient on the skin burn site. The degree of skin burn is unknown. The patient was referred to the wound clinic for further treatment. The patient underwent treatment and expected to make full recovery. The patient return electrode was placed on the left flank. The brand and type of the patient return electrode used during the procedure was unknown. It is unclear if the brand and type of the patient return electrode was according to bwi's recommendation brand/ type. Upon follow up by bwi representative, the customer stated that the event was not related to any bwi equipment. The customer declined the stockert generator service. The device history record for stockert generator serial number (B)(4) showed that no manufacturing or test failure was noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.